Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 30 mg/dl without signs or symptoms of hypoglycemia. The reporter noted the patient was hospitalized and treated with an unspecified treatment, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient had not programmed the basal rate setting correctly. There was no allegation or indication of a device issue. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/25/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).